Manufacturer narrative:
Investigation: this complaint is due to inconsistent results of cpo when using phoenix panel nmic 307 (449283) batch number unknown. No lab result reports, information on batch number, product returns or isolates were provided for investigation. Since the batch number was not provided, a total of three (3) retention panels from an available batch were tested using a phoenix m50 instrument. Two (2) panels were tested using two (2) separate in-house isolates of pseudomonas aeruginosa (17925 & 18109), and yielded the correct mics and carbapenemase resistance marker (positive). One (1) panel was test using a qc isolate of klebsiella pneumoniae (14780), and yielded the correct mics and carbapenemase resistance marker (positive). This complaint is not confirmed. A review of quality notifications could not be performed since the batch number was not provided. A review of complaints could not be performed since the batch number was not provided. Complaint trending was performed and a trend was identified for this defect in july 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported that while using panel phoenix nmic-307 false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "organism provided was pseudomonas aeruginosa. Customer is suspecting overcalled resistance but did not provide any confirmatory testing on the isolate. Isolate in question was resistant to multiple other drugs on panel. Discussed this with patient. Unknown if results provided by phoenix were incorrect. It was reported that customer suspects false results for cpo detects and requests guidance for when to confirm results customer problem: customer suspects false results for cpo detects and requests guidance for when to confirm results. Steps taken with customer/troubleshooting: document complaint. Customer provided an example of a pseudomonas aeruginosa isolate that flagged cpo but showed carbapenems susceptible. Discussed with customer that some isolates can be carbapenemase producers but possibly be susceptible in ast testing".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/510(k)#: k151320, k132674.

Event description:
It was reported that while using panel phoenix nmic-307 false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: organism provided was pseudmonas aeruginosa. Customer is suspecting overcalled resistance but did not provide any confirmatory testing on the isolate. Isolate in question was resistant to multiple other drugs on panel. Discussed this with patient. Unknown if results provided by phoenix were incorrect. It was reported that customer suspects false results for cpo detects and requests guidance for when to confirm results. Customer problem: customer suspects false results for cpo detects and requests guidance for when to confirm results. Steps taken with customer/troubleshooting: document complaint. Customer provided an example of a pseudomonas aeruginosa isolate that flagged cpo but showed carbapenems susceptible. Discussed with customer that some isolates can be carbapenemase producers but possibly be susceptible in ast testing.